Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting a prematurely depleting battery. Information has been requested regarding the specific device details and potential explant procedure, but a response has not yet been received. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.